Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor reader was hot to where it was concerning. The patient was advised that it was normal for the reader to be warm but not to be too hot. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950jlq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was a defective radio frequency (rf) head battery during functional (ft) test. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.